Manufacturer narrative:
(B)(4): device was returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent t10-s1, l1-l5 and s1 fusion with use of 5.5 titanium deformity system and the 5.5 cobalt chrome rods. On (B)(6) 2015, patient showed signs of loose set screws and it backed out. On (B)(6) 2015, patient had to undewent revision surgery to reseed the rod.